Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their physician had recently discovered a problem with their right ventricular (rv) lead. Further information was ascertained from an allied health professional (ahp) at the patient¿s clinic. The ahp was able to verify the patient was recently seen in office. The physician notes indicate impedance issues, loss of capture (loc) and high thresholds on the patient¿s rv lead. Reprogramming was completed, and the patient has a follow up appointment scheduled in order to discuss treatment options and possible lead extraction/replacement. The lead currently remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead triggered an alert for high undefined pacing impedance. The lead alerts were programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed a gradual rise in pacing impedance and a lead fracture is suspected. The lead currently remains in use. No patient complications have been reported as a result of this event.